Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was overstimulation ¿all over.¿ the manufacturer representative received a phone call from the patient¿s daughter on the date of report and as ¿close as she could figure she somehow turned up her stimulator too strong and got scared and called 911.¿ it was noted that patient¿s daughter was ¿scared it sounded like¿ and the patient was ¿screaming in the background.¿ the daughter could not figure out how to turn the implantable neurostimulator (ins) off and so called the manufacturer representative. However, even with the instructions from the manufacturer representative, the daughter was still not able to turn the ins off. Then, a paramedic got on the phone with the manufacturer representative and turned off the stimulator. That ended the conversation and the paramedic ended the call. The manufacturer representative had not heard from the daughter or patient since that time. The issue was resolved. The cause of issue was not determined. Diagnostic testing or troubleshooting was not performed. The event occurred during normal use. Later it was reported that the patient did go to the hospital after the call with the paramedic. The patient came home (B)(6) 2014 on oral antibiotics for infection. The hospital physician wanted to keep the patient in for IV antibiotics, but the patient refused. The patient stated she had been running a fever of 102 for the last five to seven days, but ¿no one could figure out what was wrong.¿ the patient stated that the ins pocket was red and the redness was spreading. The patient would go back to the emergency room if she started feeling bad again. The manufacturer representative was scheduled to meet with the patient (B)(6) at three at the doctor¿s office with the patient¿s daughter. Later, it was reported that a full system explant was scheduled for noon (B)(6) 2014. A suspected or confirmed infection was the reason for explant. Later, there was a successful full explant of the ins and lead. There were no anchors used with the implant. It was noted ¿all items explanted interact.¿ the infection was present at the lead site and ins pocket. There was no meningitis suspected by the doctor. The patient went to the internal care unit (ICU) with vancomycin IV. The wound was cultured. No system components would be returned due to the presence of unknown infection. It was noted that was a 50% or greater symptom reduction. Later, the manufacturer representative talked with the doctor and the patient was recovering well and would be on six weeks of antibiotic therapy. There was no specific cause of infection known. No implant replacement would be considered ¿any time soon.¿